Event description:
Neonatologist pulled uvc after reviewing placement via x-ray. Neonatologist noticed small amount of fluid leakage around uvc at the 13 centimeter mark. The uvc was left in place. Arterial pressure was within normal limits and no blood was backing up in the uvc. Subsequently, arterial pressure could not be obtained, so an attempt was made to draw blood back and flush the line. Air was noted coming into the stopcock. The stopcock was closed off and the neonatologist was informed. The neonatologist decided to insert another uvc. Once the second uvc was inserted, the neonatologist noted a leak where the double lumens meet. The second uvc was removed and replaced with a third uvc. The third uvc did not have any leaks. No untoward patient effects.